Event description:
Pt presented with complaints of pain in the left temporomandibular joint. Implants placed 8-10 years ago. Surgery performed to evaluate the joint and prostheses. Heterotopic bone growth and granulation tissue found around fossa-eminence prosthesis (pt had previous vitek-kent prosthesis). Fossa was fractured. A number of condylar screws were loose. Both fossa-eminence and condylar prostheses replaced using a stock fossa and a metal-headed condyle. Pt was discharged 2 days late offering no complaints.